Event description:
Admitting impression: 1. Left-sided chestpain of uncertain etiology. 2. History of paroxysmal atrial flutter. 3. History of hiatal hernia - gastroesophageal reflux disease. 4. History of hypertension. Pt on IV nitroglycerine drip pump rate set at 9cc/hr within one hr over 50cc infused. No change in pt's condition.